Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a popping sound in her knee following knee arthroplasty.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Concomitant medical product- unknown nexgen lps femoral size e, unknown nexgen tibial plate. The reported event was unable to be confirmed as part number and lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause could not be determined as the event was not confirmed due to lack of information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was hearing a popping sound in their knee implant. There have been no other adverse affects reported and the patient has not been revised.